Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure devices/essure device protruding through the fallopian tube on the"), uterine perforation ("migration of essure device location of device: unknown ¿ never found/no palpable or visible essure device on the left") and pregnancy with contraceptive device ("plaintiff learned she was pregnant") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. The patient's past medical history included multi gravida and parity 3 ((B)(6) 1996, (B)(6) 2002, (B)(6) 2004). Previously administered products included for an unreported indication: oral contraceptive nos from 1996 to 2004. Concomitant products included oral contraceptive nos. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2009, 3 years 10 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage and pelvic pain, menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of the essure devices).essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. As per the mr: she is not certain where the left essure device is and feels that it may be somewhere inside the uterus, she wishes to have a total abdominal hysterectomy with bilateral salpingectomies. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: right essure extraluminal protruding from uterus hysterosalpingogram - on (B)(6) 2005: confirmed that fallopian tubes were occluded on (B)(6) 2016, findings revealed a uterus with small fibroid posteriorly, evidence of previous mid segment salpingectomy or tubal sterilization with an essure device protruding through the fallopian tube on the right. No palpable or visible essure device on the left. Normal uterus and ovaries. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: uterine perforation and pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received: event abnormal bleeding vaginal, menorrhagia, pain were added. Historical drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the essure devices") and pregnancy with contraceptive device ("plaintiff learned she was pregnant") in a female patient who had essure (ess205) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and genital haemorrhage. Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of the essure devices). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the uterine perforation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirmed that fallopian tubes were occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure devices/essure device protruding through the fallopian tube on the"), uterine perforation ("migration of essure device location of device: unknown ¿ never found/no palpable or visible essure device on the left") and pregnancy with contraceptive device ("plaintiff learned she was pregnant") in a female patient who had essure (ess205) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. The patient's past medical history included multi gravida and parity 3 ((B)(6) 1996, (B)(6) 2002, (B)(6) 2004). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and genital haemorrhage. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of the essure devices) and surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of the essure devices). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. As per the mr: she is not certain where the left essure device is and feels that it may be somewhere inside the uterus, she wishes to have a total abdominal hysterectomy with bilateral salpingectomies. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 7-nov-2016: right essure extraluminal protruding from uterus hysterosalpingogram - on (B)(6) 2005: confirmed that fallopian tubes were occluded on (B)(6) 2016, findings revealed a uterus with small fibroid posteriorly, evidence of previous mid segment salpingectomy or tubal sterilization with an essure device protruding through the fallopian tube on theright. No palpable or visible essure device on the left. Normal uterus and ovaries. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: uterine perforation and pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Event migration and perforation of the essure devices/essure device protruding through the fallopian tube on the updated to fallopian tube perforation and new event - migration of essure device location of device: unknown ¿ never found/no palpable or visible essure device on the left. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.